Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esohageal variceal ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the band failed to deploy. Reportedly, instead of the first band, the last band was trying to deploy. The physician withdrew the scope, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.